Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that bd q-syte¿ extension set micro bore septum was unglued. This was discovered before use. The following information was provided by the initial reporter: the nurse used the q-syte for the treatment of the patient. The leak was found during the use. After the inspection, the septum was pulled out and the q-syte was replaced immediately.

Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set micro bore septum was unglued. This was discovered before use. The following information was provided by the initial reporter: the nurse used the q-syte for the treatment of the patient. The leak was found during the use. After the inspection, the septum was pulled out and the q-syte was replaced immediately.